Event description:
On (B)(4) 2010, the following information was provided to cook endoscopy: during an endoscopic procedure to place a metal biliary stent, the physician used a cook endoscopy fusion zilver biliary self-expanding metal stent. The device was advanced through the endoscope over a prepositioned wire guide. As the device was advanced into the biliary duct, the delivery system tip began to bend, making cannulation difficult. Cannulation was unsuccessful and the procedure was completed at a later date with another stent. On 04/15/2010, the delivery system was returned for evaluation. Upon evaluation, we confirmed a small section of the delivery system tip had broken and was missing from the device. Although the initial report indicated that no section of the device detached inside the patient, the location of the missing section was requested from the medical facility. When the location of the missing section was requested, the physician indicated that the tip would not have ended up in the patient, was not a problem or a concern. Therefore, this report is being provided out of an abundance of caution. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed damage to the small tip of the delivery system. Approximately 2.5mm of the distal tip has broken and detached from the delivery system. The detached section was not included in the return. The breakage and detachment occurred at the intraductal exchange (ide) port, which is located 3mm from the distal end of the delivery system tip. The appearance of the damaged area of the tip is rough and uneven. This suggest the introduction system may have received additional pressure during use and/or product handling. A product-specific discrepancy or anomaly that could have contributed to this occurrence was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information provided indicated resistance was encountered when attempting to cannulate the bile duct with the delivery system. Resistance of this nature can occur if the stent system is advanced through a severe stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The instructions for use caution the user not to attempt stent placement if the wire guide or stent cannot be advanced through the obstructed area. If excessive pressure was applied to the delivery system, perhaps in response to resistance during advancement, this could have contributed to the damage observed. Prior to distribution, all fusion zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.